Event description:
Medtronic received information that prior to use of a custom tubing pack and these fusion oxygenators, it was reported that there were bubbles. See attached video. The use of these device's was unknown. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that large bubbles and microbubbles accumulated in the recirculation's and were continuously visible at the arterial outlet. Neither suction or negative pressure was used. A bubble sensor was located at the 3/8" arterial line outlet and continuously sensed air, stopping the main roller as it was linked to it. A visual and audible alarm was also triggered. The purge line was ran closed. There was visible air in system/tubing. It was located throughout the entire length of the arterial tubing. The device's were not used after a reasonable amount of time, waiting for the membrane to vent, but air leakage persisted. The membrane was changed three times, and the same situation was observed each time. The system is purged according to the instructions of the medtronic cardiovascular specialist. The same oxygenators were used the previous week, and no incidents occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4.2 expiration date <(>&<)> h4. Device mfg date: this information was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the same batch of oxygenators were used in the previous week, and there were no problems with those oxygenators additional info b5: device availability updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Note: the customer has provided photos showing evidence of the bubbles. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for ease of prime testing. Testing was conducted and the results are as reported below: initial prime time (time of complete removal of air @ 4 lpm) = 12 seconds bubbles observed after 10 min w/150 mmhg back pressure @ 7 lpm = no reason for the return was not confirmed in the lab. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Additional information d 4.3 serial #: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.